Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer found the correct cable, connected it to the pump and resolved their issue. The pump and cables will be looked at by the biomed department as a precaution. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer¿s cath lab to or for help "slaving" an aline to the cardiosave intra-aortic balloon (iabp). The iab is a 30cc mega and they do not have pressure cables for a direct aline connection. Customer has tried 2 different phono type cables that appear to be correct for the pump. Customer stats that the cables are correct and that they were upfitted by the biomed department to fit their specific bedside monitor. The pump shows that it is in the correct configuration with "external" displayed while in auto, but the waveform is completely flat with no movement or artifact when the cable is moved. The pump does not display a "no cable" message. Tried semi auto as well and tried manually going from direct to external several times. The cardiosave is pumping, and customer says the patient is fine without harm or injury. They will transport to the ICU as it is and continue working on it.